Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Communication to the device could not be established, but it was confirmed that there was no safety mode signal observed on the oscilloscope. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be slightly swollen, and it was removed from the device and replaced with an external power source. The current drain was measured and found to be high. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the slightly swollen battery. Additionally, detailed analysis confirmed the identified high current drain was also a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this patient experienced muscle stimulation. Upon device interrogation, it was found that this pacemaker had entered safety mode. Consequently, surgical intervention was performed, and the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this patient experienced muscle stimulation. Upon device interrogation, it was found that this pacemaker had entered safety mode. Consequently, surgical intervention was performed, and the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.